Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that on (B)(6) 2017 at 5 pm the customer was in the emergency room due to low blood glucose and diabetic ketoacidosis. The customer had a low blood glucose of 40 mg/dl which they treated with food and apple juice. The customer was vomiting, had a headache, and chest pain. The customer¿s blood glucose at the time of admission was 44 mg/dl. The customer was treated with intravenous therapy and fluids. The customer was off the insulin pump for less than 48 hours prior to the hospitalization. The caller reported that the insulin pump had alarmed a pump error at night while they were sleeping and they did not hear it. In the following morning, the insulin pump did not give any errors and was delivering insulin. They were only told by the diabetes educator at the hospital that the device had an error. They will call back to troubleshoot the insulin pump. The device will not be returned for analysis.